Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es interface between epic and pyxis delayed. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es interface between epic and pyxis delayed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model, section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 18-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that interface between epic and pyxis was delayed. The technical support specialist had reported issues with the cce database server due to a large database and high hardware drive latency, which were subsequently corrected by the local hospital information technology (hit) team, and as a result, there were no overnight delays in messages crossing to pyxis. The system functioned as intended after the technical support specialist investigated the issue.